Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable glucose results for 2 patients from an accu-chek inform ii meter serial number (B)(4). Of the data provided provided there were erroneous glucose results for 1 patient. On (B)(6) 2018 at 11:57 p.m., a fingerstick sample was tested on the inform ii meter with a result of 402 mg/dl. On (B)(6) 2018 at 12:07 a.m., a new sample was collected and tested in the laboratory with a result of 36 mg/dl. On (B)(6) 2018 at 12:32 a.m., a fingerstick sample was tested on the inform ii meter with a result of 114 mg/dl. On (B)(6) 2018 at 12:40 a.m., a new sample was collected and tested in the laboratory with a result of 39 mg/dl. It was unknown if different fingers were used for each test on the inform ii meter. The method used for testing in the laboratory was not provided. The erroneous results were reported outside of the laboratory however the patient was not treated based on the inform ii meter results. The customer had discontinued using the inform ii meter and believed the laboratory testing results. There was no harm to the patient and the patient was stable. There was no allegation of an adverse event. The qc performed 24 hours prior to and after testing on the inform ii was acceptable. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed

Manufacturer narrative:
The investigation was unable to find a definitive root cause.